Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open rectosigmoidectomy, during anastomosis, all steps were followed however, the anvil remained straight. The anastomosis was forced and its integrity failed. Manual anastomosis was performed to fix the staple line. The patient¿s health worsened which evolved to sepsis then led to death.

Manufacturer narrative:
The involved stapler was returned and evaluated. The anvil used with the stapler during the procedure was not returned. The stapler passed all functional testing. The device was reloaded and applied over test media with acceptable results, a proper staple line was formed, and the knife cut the media cleanly/completely. An anvil retention test was also performed with acceptable results. Visual inspection of the device noted nicks on the knife blade and a tab of the shell assembly was broken with damage that extended to the staple guide engagement area. This damage is potentially due to an external force, and did not prevent acceptable function of the device or contribute to the reported issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality specifications. The investigation found no contributing abnormalities and was unable to determine a root cause or establish a relationship between the device and the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open abdominal rectosigmoidectomy, the warhead of the device did not come out, detached from the stapler, and forced the anastomosis opening which resulted to the failure of the staple line's integrity. Manual anastomosis was performed to fix the issue. The patient stayed in the ICU and was given antibiotics for sepsis treatment. The patient had septic shock on the 2nd postoperative day and eventually died.